Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation and pace sense leads triggered an alert due to high impedance values. The impedance values returned to normal. Noise was reproducible and it was determined that this was a sign of lead rv coil fracture. Both rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) defibrillation and pace sense leads triggered an alert due to high impedance values. The impedance values returned to normal. Noise was reproducible and it was determined that this was a sign of lead rv coil fracture. Both rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis #703287824: (B)(6) thu aug 22 2019 13:46:38 gmt-0500 central daylight time analysis summary for pe#: 0703287824-40 analysis transaction ID#: (B)(4), model#: 6944-58 serial/lot#: (B)(4). Methodology and techniques: the actual product was returned for evaluation. Analysis of clinical data was performed. Summary of analysis performed: during analysis, the following tests were performed: save to disk analysis. Results of analysis: it is not possible to determine if the product meets specifications based on clinical data. Performance data collected from the device was received and analyzed. Product disposition: the product was returned. Analysis information -- 2019-08-22 13:46:34 cst pli# 40 product ID# 6944-58 the lead was returned for analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was variable. Concomitant medical products: product ID ddbb1d1, serial# (B)(4), implanted: (B)(6) 2014; product ID 5068-58, serial# (B)(4), implanted: (B)(4) 2003, explanted: (B)(4) 2019; product ID 5076-45, serial# (B)(4), implanted: (B)(4) 2001. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.